Event description:
The stent caught on the edge of some plaque while trying to pull it back into the guiding catheter over a type 3 arch (peripheral), and it dislodged. The stent was retrieved with a snare device.